Manufacturer narrative:
The reported event of the needle penetrating through the sheath was confirmed. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the material perforation remains unknown.

Event description:
This event is being reported based on the analysis of the returned device.